Manufacturer narrative:
The gliderite rigid stylet operations and maintenance manual (omm) indicate that the stylet may be sterilized a maximum of 300 cycles at minimum temperature of 134 degrees celsius for 3 minutes to a maximum temperature of 137 degrees celsius for 18 minutes. A verathon complaints specialist contacted the distributor to gather additional information about the customer's use and reprocessing of the stylet. The distributor confirmed that historically the customer has not tracked their stylet usage and therefore unable to provide the number of sterilization cycles they have performed on this stylet. They believed that the stylet was approximately 5 years old and confirmed that the facility uses their stylets multiple times a day. Although the stylet was not returned to verathon for evaluation, it is likely that the device had exceeded the maximum 300 sterilization cycles per the omm. The customer informed the distributor that they have implemented a procedure to track the usage of their stylets. The customer was also provided with a copy of the omm and indicated that they will be following the sterilization steps and limits going forward. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
It was reported by a distributor on behalf of the customer, that the handle of their gliderite rigid stylet had broken during a procedure. It was noted that forceps were needed to remove the device from the endotracheal (et) tube. No harm to the patient or user was reported.